Event description:
Device issue: failure to deploy - suture. Time of malfunction: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during needles deployment, the needles came out without the suture. A second prostar xl device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.